Event description:
It was reported that the customer was not sure that his sensors were communicating properly through his transmitter. His blood glucose was estimated to be 200mg/dl at the tie of reporting. No equipment was returned. No additional information was reported.

Manufacturer narrative:
See medwatch 2032227-2014-59367 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.